Event description:
It was reported that during a gastric banding procedure, upon the resumption of a gastric ring, after closing the device, it was very difficult to activate the handle stapling. The device contained a gold cartridge. By forcing, the surgeon was able to staple but many staples removed at the same time. This completely tore tissue. The surgeon had to cut more stomach than he should have. The patient has a fistula where the problem occurred. The patient is still hospitalized. Her stomach is not tight. Device remained closed on the tissue. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. Furthermore an ecr60d reload (b), was received fully fired and in good visual condition. The cartridge reload (a) was received partially fired 2/3. In addition, the cartridge deck was found damaged. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.